Event description:
It was reported that the pt diagnosed with scoliosis underwent surgery for implant of posterior fixation. X-rays taken 2 yrs post-op revealed a broken rod on the left side of the construct. The pt underwent a revision surgery to remove the rod.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed the rod was broken into two sections. Markings observed on the implant are typical of implanted devices. Markings of the setscrew that was positioned at the apex of the spine curve indicate possible over-tightening. These deformations may have influenced crack propagations and combined with the load at the curve apex, could have put undue strain on the rod.